Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with 2ml of skinvive¿ by juvéderm®. Right after injection, hcp noted immediate blanching, stopped injecting and massaged the area. Color improved. No other intervention was done at that time, but patient was instructed to return the following day. The patient went back 3 days after. The affected area now showed livedo reticularis. The patient was treated with 1 vial of hyaluronidase all around with some improvement. The following day, the patient opted to go to another facility and had an ultrasound imaging. The patient was also treated with 11 vials of hyaluronidase and hyperbaric oxygenation with significant skin reperfusion. Oral antibiotics were also given. Symptoms are ongoing.